Event description:
It was reported that during the rotator shoulder procedure, the camera kept taking pictures after letting off the button. A backup was available to complete the procedure with no injuries. There was a surgical delay greater than 30 minutes. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of button malfunction could not be confirmed. Product captured video stills and clips during functional testing with no malfunction. Product passed functional testing and 2 hour burn-in and all functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.